Event description:
Complainant alleged that while attempting to monitor a female pt, the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty el display. Analysis of reports of this type has not identified an increase in trend.